Event description:
The manufacturer received information alleging pca electrical damage, def 8-plastic mounting plate/connector broken /fractured hole an alice night one device had a frayed wire. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.